Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Results - the review of the manufacturing paperwork has not been completed. Conclusions - as stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B) (6) 2007, the patient was treated for an abdominal aortic aneurysm, and was implanted with gore excluder aaa endoprostheses. On (B) (6) 2010, a reintervention occurred. The patient was implanted with an additional gore excluder aaa aortic extender endoprosthesis to treat a proximal type-1 endoleak. The endoleak was resolved. The patient tolerated the procedure.